Event description:
Revised due to aseptic loosening and no bony ingrowth on the implants. Patient complained of pain and there was swelling in the joint.

Manufacturer narrative:
Examination of the returned devices revealed evidence indicating device loosening of the tibial component in vivo. It should be noted that examination did find minimal bony ingrowth on both tibial and femoral components. A search of the complaint databases did not show any other reports against the manufacturing lot codes since their release to distribution. The investigation could not draw any conclusions about the root cause of the device loosening; however, evidence was found suggesting poor fixation was a likely contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.